Manufacturer narrative:
Summary of evaluation:the complaint is verified. Corrective action, namely protection of the femoral spacer packages, was taken previously but subsequent to the packaging of this lot which was performed in feb.1994.

Event description:
Circulating nurse opened sterile package containing implant; presented to scrub person with removed inner package, and the implant fell out of package onto floor. The package allegedly was not sealed completely. A second prosthesis was opened and used. There was no adverse consequence for the pt or delay in surgery or anesthesia time.